Manufacturer narrative:
During testing, it was noted that the device door roller was missing and the door roller pin was broken. Further testing found the device had unrestricted flow when the door was opened. This was due to the missing device door roller and broken door roller pin. The missing device door roller and broken door roller pin prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the door was opened. The customer contact's reported broken ce module antenna housing was duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the ce module antenna housing was smashed. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was missing and the door roller pin was broken.